Manufacturer narrative:
(B)(4). The insulin pump was received with severely cracked and bleeding lcd glass, missing display window, broken off case, missing end cap, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated the end piece was missing and the shield fell off. Customer stated the belt clip was broken and the device fell off while riding in the bike. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.